Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced pain, which was suspected to be due to a lead migrating. The lead was removed and the pain resolved. There have been no reports of further complications regarding this event and the patient is currently using their device with the remaining lead and receiving effective pain relief.